Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving unknown drug via an implantable neurostimulator (ins) for unknown indications for use. It was reported that swelling at the pump site due to a cerebrospinal fluid leak. Additional information received from the healthcare provider via a clinical study indicated that the post-operative examination revealed fluid collection at the lumbar site. Fluid was aspirated and sent for analysis. Lab results revealed fluid was positive for cereborpsinal fluid (csf). A laminotomy was performed for placement of a lumbar drain and aspiration of pseudomeningocele. The patient was admitted to the hospital. The fluid resolved and the lumbar drain was removed.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# (B)(6) product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 18-oct-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.